Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, transcarotid approach was initially considered, however it was thought that the patient's abdominal aortic calcification appeared more severe due to "blooming" so the left femoral artery (lfa) was chosen for the access site. After access was achieved via a 8 french (fr) sheath, a non-medtronic wire was inserted, and a 14 fr sentrant sheath was inserted. It was observed that the sentrant sheath was unable to advance. Subsequently, the non-medtronic wire was exchanged for another non-medtronic double curve guidewire, the sentrant sheath was removed, and the delivery catheter system (dcs) was attempted. It was observed that the dcs was unable to advance beyond the calcium in the patient's abdominal aorta. Subsequently, the system was withdrawn, and upon inspection it was observed that there were small tears and abrasions on the capsule of the dcs. A new valve was loaded into a new dcs, and a 14 fr sentrant sheath was re-inserted into the lfa. Multiple peripheral balloons were utilized in the abdominal aorta, and access was gained in the right femoral artery (rfa), in order to inserted a single curve non-medtronic guidewire as a buddy wire. The 14 fr sentrant sheath was removed, and the second dcs was advanced, however it once again was unable to cross the calcium in the patient's abdominal aorta. Subsequently, the dcs was withdrawn from the patient, and the procedure was aborted. It is planned to have the patient return for another attempted implant with a transcarotid approach. Per the physician, the patient's tortuous and calcified anatomy contributed to the advancement issue. It was noted that a 1 hour procedural delay occurred as a result.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus-29}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date: {n/a}, explant date: {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve procedure, there was no difficulties noted while loading the valve. The valve was checked under fluoroscopy and a frame overlap to the second node was observed.

Manufacturer narrative:
H6 additional codes image review: a pre-implant patient executive summary was not provided; therefore, a comprehensive pre-procedural anatomical assessment could not be performed. One image was submitted for evaluation in relation to the reported event. Review of the available image demonstrates evidence of damage to the nitinol capsule of the delivery catheter system. Based on the limited information available, the presence and severity of calcification in the abdominal aorta may have contributed to the reported issue. Per medtronic best practices, physicians should consider that complex anatomical configurations increase the risk of vascular trauma. These include but are not limited to multiplanar curvature of the aorta, acute angulation of the aorta, and severe calcification. Per the IFU, if two or more of these factors are present, consider an alternative access route to mitigate potential for vascular complications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.